Event description:
Lap scissors broke off in pt. The procedure was delayed to retrieve the broken piece. There was no pt injury. The customer was contacted several times to determine how long surgery was delayed. The info could not be provided.